Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the delivery balloon. The veriflex 2.75x20mm stent was removed from the package. Upon taking the stent into the sterile field and removing the stylet, the stent migrated off the delivery balloon 2cm. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as "fine".

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the delivery balloon. The veriflex 2.75x20mm stent was removed from the package. Upon taking the stent into the sterile field and removing the stylet, the stent migrated off the delivery balloon 2cm. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device received by manufacturer, device evaluated by manufacturer, evaluation summary attached, method codes, results codes and conclusion codes device evaluated by manufacturer: a visual examination of the returned device found that the stent was damaged and pulled distally on the balloon. The distal section of the stent was stretched and the stent was free moving on the balloon. There were no kinks noted along the length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).